Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while testing for sars-cov-2 3 false positive results were obtained. Confirmatory testing was performed using pcr test method and the results were negative. There was no patient impact. (B)(4). Customer reported that she got 3 false positive results using the bd rapid sars-cov-2 kit.

Event description:
It was reported while testing for sars-cov-2 3 false positive results were obtained. Confirmatory testing was performed using pcr test method and the results were negative. There was no patient impact. Eua # (B)(4). Customer reported that she got 3 false positive results using the bd rapid sars-cov-2 kit.

Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false positive when using kit rapid detection of sars-cov-2 veritor (material # 256082), invalid batch number 1152165. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. An investigation could not be performed as an invalid batch number 1152165 was provided. The complaint was unable to be confirmed. There are no current trends false positive. Bd quality will continue to closely monitor for trends. There were no corrective actions taken at this time.